Event description:
It was reported that during an attempted implant, high pacing lead impedance was noted even after the lead was repositioned multiple times. Another lead was successfully implanted. Patient was fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.